Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "impactor tips are broken or chipped beyond the ability to be used."